Manufacturer narrative:
H6 (remove code 2885, add code 2892).

Event description:
It was reported that the customer experienced difficulty getting the usb cable into the charging port to charge pump. The customer's blood glucose level was not adversely impacted. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer¿s blood glucose levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.